Event description:
User facility reported that the physician was unable to pass the cavity integrity assessment (cia) test and noticed the eap light was illuminated. Prior to inserting a second novasure device into the uterus, the physician decided to view the uterine cavity via hysteroscopy and noted that there was a perforation. The procedure was aborted.

Manufacturer narrative:
A review of the manufacturing records for the identified lot revealed no abnormalities related to the reported information. All devices within this lot have passed final testing prior to release. According to the IFU under the warnings section: use cation not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment (step 2.36) although designed to detect a perforation of the uterine wall, it is an indicator only and it might not detect all perforations under all possible circumstances clinical judgement must always be used.